Event description:
A revision surgery was performed to remove another manufacturer's product at l5-s1 due to pseudoarthrosis. The pathfinder construct at l2-l5 needed to be removed to allow for revision. The surgeon was able to remove the closure caps but was unable to remove the screws because the driver would not adequately mate with the screw. The surgeon used another product to complete the case resulting in a 45 minute delay.

Manufacturer narrative:
Device is an instrument and is not implantable. Pending evaluation.